Event description:
It was reported that the patient presented to follow-up visit, increased thresholds were noted. The device was reprogrammed to ddi. X-ray confirmed microdislodgement of the lead. During next follow-up visit, increased thresholds were still observed. A lead reposition procedure will be scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the patient was seen in clinic and is stable and asymptomatic. Reposition procedure was not performed. Device programmed to rv only pacing.